Manufacturer narrative:
The technician replaced the power control board to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The technician alleged that the bed had no power and no functions. No injury reported.